Event description:
Leak of exactamix 2l bag found during final compounding / inspection. Leak found at the center port. Two bags sent back, to MFR. Is the product compounded: yes. Therapy start date: (B)(6) 2018.